Event description:
The site reported suspected sensor inaccuracy. The patient will need recalibration.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Manufacturer narrative:
Updated section(s) b5, b7, g3, g6, h2 & h6: section b5: additional information received indicates that sensor inaccuracy was suspected, and a right heart catheterization (rhc) was performed on (B)(6) 2025 to recalibrate the pressure sensor against a reference pressure. It was noted that the sensor calibration was within the fluid filled limits of agreement; therefore, no adjustment was required. However, an offset adjustment of 4.5mmhg was conducted to fine tune the sensor accuracy as part of the recal. Additional information will be submitted via follow-up report within 30 days of receipt.

Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
(H3) the sensor was not returned for evaluation as it remains implanted. Approximately 753 days post initial sensor implantation, the patient underwent a right heart catheterization (rhc) recalibration. The 4.55 mmhg difference that sensor 08n29 exhibited during the recalibration falls within the predicted limits of agreement between the cordella system and fluid-filled reference measurement. This, combined with the evidence showing the sensor was manufactured per specifications, confirms that the system was performing as intended and within expected accuracy limits. As a result, the reported event was not confirmed.